Event description:
Reporter alleged blood glucose monitoring device reads a different number from the check key when check key is inserted into it. Reporter stated 569 is printed on the check key and alleged the device read 418. A request was made for the return of the suspect product and replacement product was sent.